Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. D4: complete UDI - (B)(4). One device was received. Per visual inspection, cracked battery cover and broken case. All small knobs were non-OEM. Input manifold was loose on the bottom chassis. The front panel was bent above the pressure manometer and bowed out on the right side. Visual inspection confirmed the complaint, severe damage to the front panel, case and showed missing patient outlet connector. Scheduled preventative maintenance (pm) confirmed. The cause was impact to the device. Replace front panel, casework, battery and all small control knobs. Replaced all pm kit (sintered filter, o-rings and MRI battery). Replaced vent o-ring within the input manifold. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint., corrected data: h6. Health effects; corrected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was cracked on the side and front bezel. Missing patient expiratory connection and needs preventive maintenance. Patient involvement is unknown.